Manufacturer narrative:
The reported events of failure to capture, failure to sense and no impedance measurements were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual examination and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited failure to capture, failure to sense and impedance issue. The left ventricular lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.